Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: no insulin delivery defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No data in black box or download histories from time of reported hospitalization due to continued use. Unrelated to this complaint, when the battery was removed and the pump left without power for 6 hours, pump returned to default time and date when it was powered up again. The pump was opened and the internal battery was found to be leaking.

Event description:
The reporter stated that on (B)(6) 2012 the patient was hospitalized with diabetic ketoacidosis and blood glucose of 696 mg/dl. The patient was reportedly treated with intravenous insulin. The reporter stated that they did not feel that the issue was with the pump as the patient's blood glucose values were fine except in the late afternoon. The reporter stated that the patient's blood glucose would elevate after lunch to before dinner on a regular basis in the 300 to 500 mg/dl range. Customer support reviewed the pump with the reporter and there was no indication of a pump malfunction or site issues. The reporter stated that they suspected the patient likely needed settings adjustments and the patient's high blood glucose may have been related to illness or menstruation. This report is made based on the allegation that the patient was hospitalized with diabetic ketoacidosis while using insulin pump therapy.